Event description:
It was reported that the balloon came off of the catheter during a thrombectomy case on a clotted dialysis graft. Surgeon tried to search for detached balloon, and did x-ray to try to find without success. No pt complications reported. Pt condition is good.